Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device experienced numerous episodes in which inappropriate therapy was delivered due to atrial fibrillation with rapid ventricular response. Additionally, during multiple episodes, therapy was exhausted. The physician also noted that some of these events were overwritten and could not be reviewed in the device logbook. The device was reprogrammed to remedy the issue. No adverse patient effects were reported.